Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of adhered groshong PICC is confirmed; however, the exact cause is unknown. One photograph of a groshong PICC was returned for evaluation. Visual observation of the photograph shows a section of groshong PICC shaft. Both ends of the shaft are observed to be jagged and missing a proximal and distal portion. Blood residue is observed on the catheter. A piece of material can be observed wrapped around the catheter. The material appears to be biological; however, it cannot be confirmed from the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that patient admitted due to a traffic accident. He has been hospitalized in the neurosurgery department for over a year. The catheter was inserted on (B)(6) 2024. During catheter removal yesterday by the specialized IV therapy team leader, a catheter breakage occurred. In the afternoon, the interventional radiology department retrieved an additional 10 cm, leaving 10 cm remaining in the axillary vein at the elbow crease. The catheter is severely adhered.